Manufacturer narrative:
Product complaint # (B)(4). No device received: the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a 5.5 pump placed to support the younger (30yo) patient with cardiomyopathy. The patient was placed on the transplant list. On day 6 of the support the pump was seen to have pain at the access site, there was tenderness that was controlled by pain meds and eventual removal of the jp drain. The pump remains on for support, currently on day 33 while awaiting transplant.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b updated.